Event description:
It was reported that during a da vinci-assisted surgical procedure the customer could not get the stapler and vessel sealer extend (vse) to work on universal surgical manipulator (usm) 4. The customer reseated the sterile adapter and still the issue persisted. The technical support engineer reviewed the logs and identified the user attempted to use the grip release slider on the vse instrument while e-stop was not pressed. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.